Manufacturer narrative:
Part 03.010.047 lot 4771284: release to warehouse date: october 22, 2004. Supplier: synthes ¿ (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the device was returned in a severely worn and used condition. There are numerous gouges, dents and burrs from what appears to be errant hammer blows. The threads are intact and undamaged. One arm of the handle adapter is broken off and was returned. The other arm is bent and is beginning to break off. This type of damage is consistent with wear and tear from over 10 years of use (manufactured october 2004) coupled with repeated heavy strikes with a hammer. Per the technique guide, only light hammer blows should be used on this instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guides, the 03.010.047 driving cap is routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system, titanium cannulated adolescent lateral entry femoral nail, ti cannulated lateral entry femoral nail, and titanium cannulated tibial nail. The returned instruments were examined and the complaint condition was able to be confirmed as one arm of the handle adapter of the driving cap was broken off. The relevant drawings for the device were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No devices or fragments were left in the patient. There was unknown surgical delay reported. The procedure was completed successfully with no harm to the patient.

Manufacturer narrative:
Additional narrative: patient ID/initials, age/date of birth and weight are unknown. Event date: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reported during an unknown initial procedure on an unknown date, while inserting a nail, knocking on the driving cap, the distal part of the driving cap broke. They had another part available to complete the procedure. There was no surgical delay reported. It is unknown if the procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient gender: no information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.